Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the control panel was not booting up, but the rest of the arctic sun device was operating normally. The customer stated they would replace the control panel onsite. As per the follow up information received on 05apr2022, there was no patient involvement during reported event and biomed would replace the control panel onsite.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the control panel was not booting up, but the rest of the arctic sun device was operating normally. The customer stated they would replace the control panel onsite. As per the follow up information received on 05apr2022, there was no patient involvement during reported event and biomed would replace the control panel onsite.